Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Patient reported left side seroma and capsular contracture, baker grade iii. Physician intentionally deflated implant four years ago as contralateral device was deflated. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported events of deflation, capsular contracture and seroma-late was received on july 22, 2025 with lot number 2307300. Based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, nicks striated creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side seroma and capsular contracture, baker grade iii. Physician intentionally deflated implant four years ago as contralateral device was deflated. Device has been explanted and replaced.